Manufacturer narrative:
(B)(4). The sample was discarded. A batch review will be performed for the lot number provided. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) assisted the home patient (hp) to pull the lines up and down, to move the drain line around, and to ensure all of the clamps were open. The hp stated the machine alarmed again. The tsr advised the hp to close the clamps and recycle the machine. The tsr then advised the hp to open the door. The hp stated the cassette was leaking. The tsr instructed the hp to start over again using new supplies. On (B)(6) 2010 product surveillance spoke with the hp who stated she hasn't had any further issues with her supplies. The hp confirmed she was doing fine with her therapy. The hp confirmed she discarded the actual sample but provided a companion lot number. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed in the lab due to a lack of sample. Not enough data is available within the complaint to identify root cause of the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.